Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms noted. The insulin pump was tested after cleaning the keypad traces and dome switches. The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with cracked case at display window corners, cracked display window, cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and missing end cap sticker.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
The doctor from the hospital called stating that he has removed the insulin pump from the customer. The doctor states that he cannot be sure if the insulin pump has a defect and not sure where the customer received the basal rates or other settings. The doctor states that he is not sure if the customer can handle the insulin pump consciously and responsibly due to the customer's life style.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error during normal use. Customer's blood glucose was unknown mg/dl. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call that he/she was hospitalized due high blood glucose. Customer's blood glucose was unknown mg/dl. The customer is comatose and troubleshooting is not possible. The customer was advised that the device would be replaced and agreed to return the product for analysis.